Event description:
It was reported by a pt's husband that the pt's device was not working and needed to be checked. No specifics were provided. The pt has not currently followed up with a neurologist. Good faith attempts to obtain additional info have been unsuccessful as the pt has not seen a neurologist.